Manufacturer narrative:
Findings: pump received with no button response due to flattened act and escape button dome switch. No unlocked lcd keypad connector .unable to performed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button not responding noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 247 mg/dl at the time of the call. Customer states insulin was "squirting out" during the manual prime process. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.